Event description:
It was reported that during a training demo error 319 on patient side manipulator (psm) 3. Synektik field service engineer (fse) was contacted for assistance by the synektik, clinical sales representative (csr). The system asked for disabling the arm but did not work properly even after disabling it. System was not connected to onsite, and the logs were visible only from the vision side card (vsc). There was no report of patient harm, adverse outcome or injury. There was no patient involvement. Intuitive followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue occurred during the sp roadshow at one of the hospitals. The workshops, including the scheduled test drives, were supposed to run until thursday 23rd april, 2026. Unfortunately, they only managed to complete two days of meetings, and the remaining three had to be cancelled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed maintenance and calibration. The system was tested and verified as ready for use.